Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: akita prefectural welfare agricultural cooperative association yuri general hospital UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter balloon that was placed in the patient, naturally came out over time. For the first case, it was confirmed that the catheter had come out about 2 hours after being placed in ward 8 shobu ward. The second case was in the same ward. The foley catheter was placed at 4:15pm, the patient was discharged at 6:30pm, and it was confirmed that there were no problems at 9:30pm the next day, but it had come out by 11pm.